Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a (B)(6) patient was prepped for a total abdominal hysterectomy and bilateral salpingo-oophorectomy procedure. The 505320 heaney-ballentine hyst fcp cvd broke while in use during the procedure. There was patient contact, but it is unknown if there was any injury or a surgical delay. Additional information has been requested.

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. The lot number was not provided to perform DHR review . The complaint was not confirmed. The root cause to the end user's experience could not be determined. UDI #: (B)(4).

Event description:
N/a.